Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the failure mode was conducted as follows: 8 devices were taken from the current production at the manufacturing facility. The units were functionally inspected, and during the test the issue reported "unit will not turn on prior to use" was not observed. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the heater will not turn on. The issue was discovered prior to use on a patient.